Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio (device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio (device #1). An additional emdr was submitted to represent the bard/davol ventrio (device #2). Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent repair of an incisional hernia in his abdomen. A bard/davol 4.5 inch ventrio mesh (device #1) was implanted in patient during this repair. On (B)(6) 2015: the patient underwent surgery to explant infected mesh and another bard/davol ventrio (device #2) was placed in an underlay fashion. On (B)(6) 2016: the patient again underwent surgery to explant more infected umbilical hernia mesh. During the surgery, omentum and bowel incarcerations were discovered and the old mesh was excised. The patient continues to experience complications related to the eptfe bard mesh(device #1 and device #2) and will likely require additional surgeries to repair the damage from the eptfe bard mesh (device #1 and device #2). The eptfe bard mesh(device #1 and device #2) implanted in patient failed to reasonably perform as intended. The eptfe bard mesh (device #1 and device #2) caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the eptfe bard mesh (device #1 and device #2) was initially implanted to treat. The patient has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective ventrio mesh patch.